Event description:
Customer called to report that they are experiencing high blood glucose levels and needs help changing the infusion set on the insulin pump. Customer is also having issues filling the cannula. Customer's blood glucose reading was 600+ mg/dl. Customer reported that the issue is resolved and that she will monitor the pump and call back if the issue persists. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.